Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Compass case (B)(4) reports: it was reported that the patient came back in with a candida fungal infection. Dr. (B)(6) decided it best to remove all implants and place an antibiotic spacer in to help the infection clear. The sleeve and cup were implanted at an earlier time and the numbers were unreadable. The stem, liner, and head were revised on (B)(6) 2020, and information was obtained from that paperwork. The cup was a 56 pinnacle and the stem sleeve was an 18. Doi: (B)(6) 2020, dor: (B)(6) 2021, affected side: left hip.